Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 20878979. UDI: (B)(4).

Manufacturer narrative:
B3: based on gfe response from sales representative. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 20878979. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs devices were replaced due to inadequate stimulation, as a consequence the patient was not getting relief from the therapy. The patient underwent an implantable pulse generator (ipg) and lead revision procedure wherein their ipg and lead were explanted. The ipg and lead will not be returned for analysis. Post operatively the patient was doing well.